Event description:
It was reported that a user experienced an insulin delivery occlusion while using the ilet with a 6 mm, 23-inch infusion set; the alert was cleared, the user went to sleep, and the next morning blood glucose remained elevated at 280 mg/dl until a full supply change was performed, after which the occlusion resolved. Symptoms included hyperglycemia. Outcomes included disrupted insulin therapy that required user intervention and troubleshooting. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion that resolved after the infusion set and supplies were changed, with no abnormal findings noted on visual inspection during the change. It was concluded that the event was consistent with an infusion set occlusion impacting insulin delivery.